Event description:
It was reported that during an unknown respiratory procedure, it was observed that the cartridge could not be inserted. The metal part of the cartridge was detached when the cartridge was checked. Another like device was used to complete the case. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 02/19/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4: batch # 821c62. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received fully fired, with the pan detached from the reload. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review- a manufacturing record evaluation was performed for the finished device batch number 821c62, and no non-conformances were identified.